Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the device had battery charging issues was not confirmed during laboratory testing. The ¿optimal battery conditioning¿ and ¿fast battery conditioning¿ were performed, the battery conditioning tests completed with no errors or malfunctions. Preventive maintenance (pm) testing was performed on the suspect pcu. The asm pm task was completed successfully without any observed errors or malfunctions. The event date and the time of the event were not reported. A review of the pcu error log showed no errors were recorded related to the reported event. The pcu battery log showed no anomalies in the battery charging process. The last activities recorded with the pcu were on (B)(6) 2025. The suspect pcu s/n (B)(6) was not returned for this investigation; therefore, inspection, testing and log analysis could not be performed. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that if the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The battery should be conditioned every 12 months by biomedical engineering. Normally a battery will last 2 years if used under proper maintenance. See proper battery maintenance on page 559. There was no patient involvement. Root cause: the root cause for the report issue that the device had battery charging issues could not be determined. The returned pcu was evaluated, and no anomalies were found during testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pc units had battery charging issues. This was reported to bd representatives during site visit. There was no patient involvement.

Event description:
It was reported that two (2) pc units had battery charging issues. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.